Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a system explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a system explant procedure.